Event description:
It was reported that a spectrum pump failed psi testing with psi levels of 21.68, 23.22 and 22.52. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'failed psi testing. 21.68; 22.23; 22.52' was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor out of calibration. The downstream sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.